Event description:
It was reported that when the asymptomatic patient presented for follow-up, the device was found in back-up vvi mode with hv therapy disabled. The patient reported using an arc welder at the time and felt the patient notifier. A successful device download was performed.